Event description:
It was reported, the patient lost stimulation and was unable to communicate with the ipg the next day. The sjm representative met with the patient and confirmed the external devices could not contact the ipg. Follow up identified the physician was to undertake surgical intervention at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.